Event description:
No additional information has been provided from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the initial reporter information provided by the customer. E1: (B)(6) hospital.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: images are not being displayed and the adhesive around objective lens is peeled. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction in the imaging unit and adhesive component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported flex deflectable videoscope cable became disconnected. The event occurred during set up/preparation for use. There were no reports of patient involvement.